Manufacturer narrative:
The reported issue (it was reported that the catheter was dry and would not lubricate. Allegedly, the patient was able to insert the catheter, however the patient experienced pain. No medical intervention was required) was unconfirmed, problem could not be reproduced. The received samples were found with lubricant on the tips. Samples were compared with a sample of the current process and no differences were found. All samples were found within specification with correct amount of lubricant. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4).

Event description:
It was reported that the catheter was dry and would not lubricate. Allegedly, the patient was able to insert the catheter; however, the patient experienced pain. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was dry and would not lubricate. Allegedly, the patient was able to insert the catheter; however, the patient experienced pain. No medical intervention was required.